Event description:
Already provided reference # continued to pop on the screen wanting to accept or not accept as if a break in the circuit was occuring. Discarded sensor...replaced with new sensor. Surgery was delayed more than 30 minutes. Customer complaining that recently ordered icp cables continue to stop working, showing an error message cannot detect transducer. Cable appears to be in good condition with no sign of external damage. Customer is asking codman to replace. (B)(4) rep confirmed that the device was implanted for a few minutes, not sewn down, but replaced due to the difficulty. (B)(4).

Manufacturer narrative:
(B)(4).